Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The wcd system was not recovered from the field. The reported service code can be erroneously generated if the patient has not fully inserted the plug connector during power up or removes/re-plugs it in during power up. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system.

Event description:
Patient called in to report that they were receiving a service error code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.